Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return luer connector of a prismaflex m150 set was observed to broken during continuous renal replacement therapy. No leakage occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.